Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient placed the system into magnetic resonance imaging (MRI) mode prior to undergoing an MRI on (B)(6) 2018. Five minutes into the scan, the patient described feeling a heating sensation at the ipg site. The scan was stopped. The patient has not reported any residual issues since the date of the scan.